Event description:
It was reported that bd insyte autog bc wing needle was slow to retract. The following information was provided by the initial reporter: after placing the catheters when the button is pushed to retract the needle it is "sticking" and you have to push the button twice and then the needle retracts very slowly. 4nov. Are you facing any delayed flash issue? If yes, kindly confirm the batch which is affected? No delayed flash issue - the issue is related to the push button feature not working with one activation. Was there any patient injury? If so, please describe and include any medical treatment needed as a result? No patient injury.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
Investigation results: the complaint of slow needle retraction could not be confirmed from the samples that were provided for investigation. Four insyte autoguard needles were received fully retracted within the shield. A functional test showed that the needles would fully retract within the shield. Due to similar complaints that were confirmed for the implicated lot, it is likely that the reported issue occurred; however, once the needle fully retracts, the reported issue may not be possible to replicate. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.